Event description:
The otw graftmaster was implanted in the right coronary artery to treat a perforation caused by an unspecified balloon catheter; however, the perforation was not completely sealed. To completely treat the perforation, balloon angioplasty was performed. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.